Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported their implant was not charging. The patient stated they would charge their implant up to 67-68%, and that was it. The patient stated they didn't know if they had to replace it or what. Patient stated their implant would go up to 67% or 68%. Patient stated they hooked it up last night and the charge level would go to 67% all day. Patient stated they went for a follow up device checkup, and they were told by the hcp staff to call for a representative. Patient did not have their external equipment with them at the time of the call. Patient stated that they were at the doctor's office for an appointment. Agent advised patient to call back once they have their external equipment with them to continue with the troubleshooting. No symptoms were reported.